Event description:
It was reported that, during an experiment, the laser was powered up and the cooling system came on. After 5-10 seconds, a popping sound was heard and burning smell was noted. No further information provided on procedure or patient outcome.

Manufacturer narrative:
This console was serviced at the customer's site. The field service engineer (fse) confirmed error 188 and identified charring around the 15a cooling fuse and its housing. The reported event was confirmed. Replacing the fuse resolved the issue. The console system passed functional checks as well as power output tests at all levels. After the field service engineer performed the replacement of the ceramic fuse and adapter, the issue was resolved, and the unit was within specification. As a result, the console was functioning as intended. Therefore, the investigation was assigned the most probable conclusion code of cause traced to component failure.

Event description:
It was reported that, during an experiment, the laser was powered up and the cooling system came on. After 5-10 seconds, a popping sound was heard and burning smell was noted. It was noted that console displayed error 188: "cooling system error-cooling flow switch error" and fse identified charring around cooling fuse and its housing. There was no patient involved.